Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was unconfirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device cover lens was dirty. Based on the results of the investigation of blurry image, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Based on the results of the investigation, the cause of the charged coupled device cover lens observed dirty could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced the image becomes blurry after a few minutes of examination. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.